Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set tubing was knotted event on (B)(6) 2025, and (B)(6) 2025. The infusion set was in use for 1 day. The blood glucose level was 530 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 2263147: additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(6) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(6). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch 6008510, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008510 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac 14 on 09/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g04908 was manufactured according to wi version 64 and manufactured in the machine sc08, on 05/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h00156 was manufactured according to wi version 64 and manufactured on the machines sc05 & sc06, on 05/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g05784 was manufactured according to wi version 64 and manufactured on the machines sc05 & sc06, on 03/aug/2024, with a total of (B)(4) units. Review of the DHR showed that during the final outgoing inspection test 8 one sample was found with contamination, according to the extended sampling has been accepted. Therefore, DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended for the test 8 was performed and was found unrelated to the reported malfunction, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.